Event description:
The pump stopped and restarted several times on its own since implant. The pt applied fentanyl patches when he thought the pump had stopped. The pump was not working at the time of the complaint. There were no alarms. The pt was going to call his hcp. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.